Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were getting an abnormal sipper movement alarm on the cobas 6000 e 601 module (e601) and the alarm indicated that a system reagent may be low. The customer tried performing several maintenance actions including primes, cleaning parts, air purges, and mechanism checks. The analyzer also switched to a new bottle of system reagent. The customer believed the issue to be resolved, but it returned. The customer later repeated six patient samples and 2 had erroneous results for the elecsys troponin t stat assay (tntstat) that were reported outside of the laboratory. The samples were repeated on a different e601 analyzer and these results were believed to be correct. The first sample initially resulted as 0.049 ng/ml. The repeat result was 0.010 ng/ml accompanied by a data flag. The second sample initially resulted as 0.029 ng/ml. The repeat result was 0.010 ng/ml accompanied by a data flag. The first patient was not adversely affected. The second patient was treated with one dose of medication based on the erroneous result. The patient was not adversely affected due to receiving the dose of medication. The tntstat reagent lot number was 15349100, with an expiration date of 06/30/2017. The customer declined a service visit and stated that they determined the cause of the issue. The system reagent reservoir was broken, causing the sample probe to hit the broken piece. The customer stated that the reservoirs were not seated correctly and a reservoir broke when the probe hit it. The customer installed new reservoirs and has had no further issues. The affected reservoirs were not available for investigation. There are no known issues with broken reservoirs on the e601 analyzer. The analyzer is working within specifications.